Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of around 100 mg/dl at the time of the incident. The customer was at 274 mg/dl at the time of the call. The customer used food to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer stated the pump was over delivering when using the bolus wizard. Troubleshooting was completed but did not resolve the issue. The customer was preparing for a colonoscopy before the low incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test at 0.08770 inches. The bolus wizard functioning properly per bolus wizard sample in the 523 / 723 user guide. Device received with cracked case at the battery tube threads. Device received with minor scratched display window and case.